Event description:
It was reported cadd solis pump failed accuracy test. No further details provided.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during preventive maintenance tests.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was in good condition, except for a missing tamper seal. There was no evidence of the reported problem (error) recorded in the event history log. The customer reported problem failed accuracy test, was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Thus, it was recommended that the expulsor be trimmed as corrective action. The root cause of reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously., corrected data: corrections: d4: model number 2110.